Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(6). On (B)(6) 2017, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse found the dispense lane was intermittently out of position at sorter d lane cup put position. The fse verified the tightness of the dispense lane mounting screws, motor, and sensors. The d-lane drive belt was loose; the fse tightened the drive belt. The fse verified the sorter test with four full std trays. The customer ran vitamin-d assay. All errors cleared and the aia-900 instrument is operational. No further action is required by field service. The most probable cause for error 4053 sorter-z home overrun was the dispense lane drive belt was loose.

Event description:
On (B)(6) 2017, a customer reported error 4053 sorter-z home overrun on the aia-900 instrument. The customer is unable to run patient samples on estradiol (e2) and hba1c diabetes marker. On (B)(6) 2017, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hba1c and e2. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.